Event description:
On (B)(6) 1994, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, computed tomography (CT) scan of the abdomen revealed aortic perforation, tilting of the filter with the apex against the wall and 2 cm migration. The filter has migrated laterally and the proximal tip extends outside confines of inferior vena cava (ivc) . The tip of the ivc filter is positioned inferior to the right and left renal veins. Multiple anchoring prongs project, by various degrees, outside the lumen of ivc. One anchoring prong abuts the wall of infrarenal abdominal aorta.

Event description:
On (B)(6) 1994, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019, computed tomography (CT) scan of the abdomen revealed aortic perforation, tilting of the filter with the apex against the wall and 2 cm migration. The filter has migrated laterally and the proximal tip extends outside confines of inferior vena cava (ivc) . Te tip of the ivc filter is positioned inferior to the right and left renal veins. Multiple anchoring prongs project, by various degrees, outside the lumen of ivc. One anchoring prong abuts the wall of infrarenal abdominal aorta. It was further reported that the ivc is oriented obliquely with the tip directed at the 11 o'clock position.